Manufacturer narrative:
All buttons functioned properly on the insulin pump, however, moisture damage was found on the keypad traces. There was no button error alarm noted during testing. The pump was received with a minor scratched display window, a cracked case at the display window corners, and a broken reservoir tube lip. The pump was missing the black original seal inside the reservoir tube and had broken battery tube threads.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that it was humid yesterday. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.